Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited 2 episodes of noise which inhibited pacing in a pacemaker dependant patient. The patient was near-syncopal at these times. All the lead diagnotics are normal. The noise was not able to be reproduced.